Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2017-00008 under a different suspect device. The customer complained of a single (B)(6) result generated on the architect (B)(4). Upon a site visit the field service engineer (fse) performed troubleshooting of the wash zone pressure check. The fse replaced a total of six manifold kit valves (part number 7-77612-03) for both wz1 and wz2. There have been no subsequent contacts from the customer regarding discrepant results since the fse replaced the wash zone manifold kit valves. The architect system operations manual provides information for troubleshooting the reported issue; and limitations of result interpretation. The architect syphilis package insert provides information for sample handling, performance characteristics, and interpretation of results. A search for similar complaints identified no trend of the manifold kit valve. A review of the i2000sr tracking and trending data revealed no systemic issues or trends associated with the erratic result described in this complaint. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. Complete information for section (B)(6).

Event description:
The customer stated that the archiyect analyzer generated a (B)(6) result on one patient. The results provided were: sid (B)(6)=initial 0.09 s/co (<1.00s/co = nonreactive) / repeat = 2.35 / 2.58s/co (>/=1.00 s/co = reactive). There was no reported impact to patient management. There was no additional patient information provided.